Manufacturer narrative:
Section b5: additional information: clamshell repair and driveline repair were reported under MFR# 2916596-2020-00044. Section h6: correction.

Event description:
It was reported that the patient admitted to cardiothoracic (CT) surgery service on (B)(6) 2020 following urgent incision and drainage for driveline infection with moderate amount of purulent fluid and multiple abscesses identified, all debrided. Antibiotic management per primary team and infectious disease consult. A power line was placed for IV antibiotic treatment. A clam shell repair was performed on (B)(6) 2020 and driveline repair on (B)(6) 2020 per abbott engineer with section of driveline returned to abbott for assessment of short to shield. The patient discharged home on (B)(6) 2020.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted on (B)(6) 2019 with drive line infection. No further information was provided.